Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the system controller was not working properly. The pump completely stopped for over 30 seconds. The system controller was swapped to the backup system controller and the pump started immediately.